Event description:
Consumer's attorney reported, consumer received a severe burns from an explosion of the product after removing it from the microwave. Consumer did seek medical attention and treatment was also received.

Manufacturer narrative:
Device history review was requested and follow-up report will be submitted when information becomes available. Issue: injury general - related to product. Evaluation summary: regulatory compliance complaint lab received one (1) ace reusable hot / cold compress in its shelf carton (lot #08147, cat# 207518), which customer claims severe burns from an explosion of the product after removing it from the microwave. The returned product was visually examined and revealed evidence that consumer overheated product beyond specification limits. Compress was burst, gel was exposed, and the material of the gel pack was stretched out, which all are indicators of overheating. Cannot confirm as a defect. Complaint history check was performed and as of (08/30/2010) yielded (0) other complaints against lot number 08147 for the same issue.